Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, d9, h3, h6. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, flat creases. A microscopic analysis was performed which identified: broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non-penetrating nicks. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted. Photos received for analysis.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.